Manufacturer narrative:
This report is being updated to report additional investigation findings. As part of the corrective and preventative action activities, a replication test was conducted using a test scope with a distal cover attached and pig organ. Removal of the test scope from the pig organ was experimented under two parameters "distal cover with/without slight crack" and "suction activated/not activated to remove the scope". The test result shows that tissue is embedded in the distal cover after the scope is removed with suction activated, which is observed regardless of "distal cover with/without slight crack". More tissue is embedded when small crack is present on the distal cover and suction is activated during removal. This could cause more severe damage to tissue. When there is no crack on the distal cover and suction is not activated, no tissue is embedded in the distal cover. Olympus tried to replicate the reported failure using a distal cover (from a different lot) and confirmed that the distal cover is not likely to come off when it has no damage, and it is correctly attached to the scope. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. In addition, we tested a new distal cover in our stock and verified that it conforms to the product specification. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: important information ¿ please read before use: precautions: if the single use distal cover should fall off the distal end during the examination, the single use distal cover is seen partly on the endoscopic image. When the single use distal cover should fall off the distal end or seems to fall off, immediately stop the examination, and slowly withdraw the endoscope from the patient. Continuing the examination after the single use distal cover has fallen off may cause patient injury by the uncovered distal end of the endoscope and this could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. If a single use distal cover falls off inside the patient¿s body, stop using the endoscope immediately and retrieve the single use distal cover in an appropriate way. 3.4 inspection of accessories: should any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the single use distal cover could cause patient injury and this could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. / detach the single use distal cover from the distal end of the endoscope when the single use distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. With a new single use distal cover, repeat step 1 through 4. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. Important information ¿ please read before use: examples of inappropriate handling: applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. Cause analysis: the definitive cause of the reported event could not be determined. Based on the investigation findings, the following factors likely contributed to the event: [about the distal cover falling off] when olympus reviewed the photo of the recovered distal cover, it was not observed that the cover was damaged. From this, it is probable that the scope was not properly attached to the scope, resulting in insufficient fixation with the scope, and the cover was removed due to friction with the inside of the body cavity when the scope was removed. [About mucosal damage] if suction is activated or the distal end of the scope is pushed against the mucous while removing the scope, gap(space) can develop between forceps elevator and forceps channel, and between forceps elevator and the distal cover. Mucous can be trapped in the gap and damaged by the edge of the distal cover. It could lead to tissue injury, and tissue being embedded in the distal cover.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to d8, h4 and h6. D8/h4: information for these fields were inadvertently not included on the supplemental medwatch. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-2315 lot h0729 was used for reproduction confirmation). The parts supplier conducts sampling inspections of three (3) parts for each production lot and confirmed the parts conformed to the specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. According to the information provided: the actual product had not been returned; however, no damage was noted when the photo of the recovered distal cover was checked. The root cause of the issue could not be conclusively specified. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product had not been returned, and the details of the occurrence situation could not be confirmed, therefore, the cause could not be determined. The probable cause was likely the following: no damage was noted when the photo of the recovered distal cover was checked. It was probable that the cover was not properly attached to the scope, resulting in insufficient fixation with the scope, and the cover was removed due to friction with the inside of the body cavity when the scope was removed. Complaint history review: the event was the first occurrence at the facility. A similar complaint from another facility was patient identifier c21203382. The instructions for use (IFU) provides the following guidelines: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time the investigation is ongoing. Olympus re-evaluated the event reported in MFR. Report #8010047-2021-07854 and confirmed that this device was also subject to the 30-day report criteria. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported after an unspecified procedure using a evis exera iii duodenovideoscope with a single use distal cap (maj-2315), the patient coughed up the maj-2315 distal cap. There was no adverse effect to the patient as a result of this occurrence. Additional details have been requested regarding the patient and reported event. At this time, no additional information has been provided. Mw 8010047-2021-07854 reports the evis exera iii duodenovideoscope used in the case.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.